Event description:
It was reported that the ilet user exited the change cartridge and tubing sequence after observing drops and then received guided troubleshooting to re-enter and complete the infusion set and cartridge change without further issues. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, and successful completion of the supply change with education provided. Investigation included technical support review and user guidance for correct operation. Investigation of this case revealed user error related to incorrect supply change steps, with device performance restored following instruction and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.